Manufacturer narrative:
This report is filed march 27, 2014.

Event description:
Per the clinic, the patient experienced difficulties and requested the device be explanted. The device was explanted (B)(6) 2013. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.